Manufacturer narrative:
The instrument was calibrated on (B)(6) 2011 and qc was routinely run every 4 hours. When qc results were shifted up, 17 previously run samples were repeated. The customer re-calibrated the crem and the issue was corrected. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated creatinine (crem) results generated by unicel dxc 800 pro synchron chemistry analyzer for 17 patients. The results were reported out of the laboratory, and the reports were amended with the corrected results. There was no change to patient treatment.